Manufacturer narrative:
Product was returned and evaluated, it was determined that the product had a crack in the base along the shaft..

Event description:
Per customer complaint report, the flopump contained cracks on the base of the product. The crack was noticed during priming of the pump and the device was not used with the patient at all.